Event description:
It was reported to philips that the device's footswitch had a wireless connection issue. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the footswitch was not working, however was unable to find the cause. The fse replaced the wireless footswitch (wfs) and the base station. The defective base station part was returned for analysis and no failure was able to be confirmed. The wfs was returned for analysis and it was concluded that the cause of the failure was two of the controls (1 and 3) would not react when they were pressed. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received confirming that the allegation was not related to a loss of connection as initially suspected, and occurred outside of clinical use which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. The investigation has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur, and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Philips has investigated this complaint and through the course of the investigation, it was identified that the event occurred on the 07th of february 2024. According to the additional information received the system was in clinical use at the time of the reported event. The procedure was completed using the wired footswitch. A philips field service engineer (fse) inspected the system onsite and confirmed that the footswitch was not working, however was unable to find the cause. The fse replaced the wireless footswitch (wfs) and the base station. The defective base station part was returned for analysis and no failure was able to be confirmed. The wfs was returned for analysis, and it was concluded that the cause of the failure was two of the controls (1 and 3) would not react when they were pressed. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.